Manufacturer narrative:
One uni-directional, curve d, tacticath sensor enabled contact force ablation catheter was received for evaluation. The catheter shaft material had been fractured under electrode ring 3. Optical fibers 1-3 met specifications for optical properties; however, a thermocouple signal loss error and no contact force messages were displayed when the catheter was connected to the tactisys quartz unit. The deformable body thermocouple read as an open circuit during electrical testing. Further investigation revealed the deformable body thermocouple wires were fractured at the location of the fracture in the shaft material, consistent with the observed error messages and the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Event description:
This report is to advise of an event observed during analysis which revealed a fracture.